Manufacturer narrative:
(B)(4). The complaint sample has not yet been received for evaluation. A follow-up MDR will be submitted once the unit has been received and evaluated. (B)(4). At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
The customer observed "an electrical issue (sparking) at the power connection".

Manufacturer narrative:
(B)(4) follow up emdr-investigation results: the sample of the controller was received and upon visual inspection there was obvious presence of salt deposits. Significant amount of salt deposits, presumably from saline, were found both on the outside and the inside of the controller housing, along with several parts inside of the controller including the power entry module and the hubbell jack. There was no sign of sparking or burning on the outside of the controller as mentioned on the complaint report from the end user. Upon opening the unit, a significant amount of crystalized salt was found, particularly near the power entry module and the hubbell jack. The shell of the power entry module showed heat damage. The heat damage was also present on the lower housing opposite of the power entry module. The nut securing the hubbell jack was thoroughly rusted, indicating that the fluid was present for a significant amount of time. In addition, the power supply, its fan control board, and the controller display board were tested and found to be fully functional. The power entry module¿s fuses were checked and found to be good. However, do to the excessive amounts of salt and damage present, the power entry module and hubbell jack were not functionally tested. The root cause of the controller¿s failure was saline ingress into the controller case and the power entry module. Since saline is a partially conductive liquid, powering the unit while saturated would have caused the unit to short the power through the liquid causing the power entry module to overheat. It is very likely that this situation would have been avoided if the ingress was prevented or the unit was disassembled, cleaned, and dried before applying power. The end user has been provided with the user manual on how to properly care and clean the controller to prevent the issue from occurring. Correction date on initial report should be 19oct2016, on the supplemental is populated with the corrected information for the initial.